Event description:
It has been reported to philips that the customer was unable to perform exposures. The device was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by reconnecting the footswitch. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to expose. During troubleshooting, the fse found that the screw was broken, which caused the connector cannot connect to the system and the footswitch was working fine. The fse replaced the broken screws. After replacing the screws, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-08/04/2023-005-c, which addresses the causes associated with the reported malfunction.